Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. After review of medical records, the patient was revised for d&c and possible postoperative infection. Operative notes mentioned that they encountered serosanguineous drainage. It did not appear grossly purulent but we felt at this point in time that the patient needed to have this hip washed out and treat this as if it was infected even if it may not be. The cup and liner were non-depuy products. Doi: (B)(6) 2011; dor: (B)(6) 2011; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.